Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised because of pain and instability. Doi: (B)(6) 2011 dor: (B)(6) 2012 (right hip). Update: litigation papers received 12/31/13. Litigation alleges that the patient suffers from discomfort, inflammation, popping/grinding sensations, limited mobility and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Date of implant has also been provided. The MDR decision is now being reversed and liner and head reported. Update 11/13/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operate note indicated pain. There was no mention of any instability. The stem is being added for the alleged high metal ions. Part/lot is being updated.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update - 09/06/2016 pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation. The complaint was updated on: 10/03/2016: motor vehicle accident 1990, radiculopathy lumbar region, chronic pain syndrome, myalgia, depressive disorder.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update ¿ 12/02/2016 pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation.

Event description:
In addition to what was previously reported, ppf alleges pseudotumor and metal wear/metallosis.